Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery was depleting quickly and that the pump display was dim. There was no impact to blood glucose or need for back-up therapy as pump was being used as a demo and not for insulin therapy.